Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead dislodged. The lead was explanted and replaced. No patient symptoms were reported.

Event description:
New information states the proximal portion of the lead was returned now.